Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2017-00810. It was reported following a trial lead procedure on (B)(6) 2017, the sjm representative was unable to provide the patient with effective stimulation coverage in his pain pattern. X-rays revealed lead migration. As such, additional surgical intervention was undertaken at which the leads were explanted and replaced. Reportedly, effective stimulation was restored post-operative and the issue is resolved.